Event description:
Patient reported pump not working, per patient, she was doing everything she was instructed to do, wind up in off position, insert syringe and turn on. When she would tum on the pump, the syringe would pop out and would not stay in place. Advised the patient to push the syringe slightly, but patient stated syringe is not staying secure. Patient agreed to manually push 10gm dose. Advised patient to push 4ml every 5 minutes until dose is complete. Advised patient to remove tubing before, since it is not needed for manual push. Full dose expected to be completed via manual push. Pump available for return. Pharmacy replacing device. No adverse events reported. No additional information available. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulin mia. Pump serial number:(B)(6). Reported to (B)(6) by: patient/caregiver.